Event description:
The needle had broken in her mother's abdomen [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device info: (B)(4). This spontaneous case from (B)(6) was reported by a consumer as "the needle had broken in her mother's abdomen" and concerns a (B)(6) female pt treated with novofine (30g) from an unk date and ongoing and novolin 30r penfill (human insulin) due to type 2 diabetes mellitus. Pt's height: (B)(6). Pt's weight: (B)(6). On (B)(6) 2010 the needle was broken off in her mother's abdomen at 6 pm, while she was injecting. On (B)(6) 2010, the pt's daughter telephoned novo care hotline and said her mother was treated with novofine 30g (batch no 08j05l) bought from a local pharmacy and novolin 30 r penfill. On (B)(6) 2010 the pt went to a local hosp accompanied by her family at 6:30pm. In the emergency room of surgery dept, the doctor made an incision on the site, directed by the pt, where the needle was broken off from it's root part, but did not find the broken needle. The incision was closed. Afterwards the pt received x-ray exam, which did not reveal broken needle. The pt left the hosp at 9pm on the same day. The pt's family said this needle was a novofine 30g and was unused before the event occurred and they suspected the quality of the complaint product. On (B)(6) 2010, a complaint product was forwarded to nn customer complaint ctr for analysis. The outcome was reported as not yet recovered.

Manufacturer narrative:
Eval summary: product: novofine g30, 8mm. Needle conclusion: batch history from final qc-release examined. Microscopical exams performed. Needles tested for resistance to breakage. During test it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint. Case conclusion: nothing abnormal was found with the sealed and unused needles.